Manufacturer narrative:
Concomitant medical products: 1000ml baxter din 00060208 lot number w7g29mo exp jan 19 naci 0.9%; 25ml baxter bag din 00060348 lot number w6l20c1 exp sep 17 5% dextrose. The customer¿s report of secondary back flow was confirmed. The primary and secondary set were visually inspected and no anomalies were noted. The check valve was inspected under magnification and noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed back flow indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. The root cause of this failure was not identified. No particulates were noted on the diaphragm membrane.

Event description:
No medical intervention was reported. The event occurred in the blood and marrow transplant unit.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a yellow medication was being infused via a secondary bag, and the primary bag solution was clear. After the start of the secondary medication, yellow fluid was observed in the primary bag. The infusion was stopped, and the patient did not receive the full dose of medication. No patient harm was reported.